Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for overactive bladder. It was reported that patient who the implantable neurostimulator (ins) is not currently effective for with symptom control. It helped patient's symptoms for approximately one day until the patient experienced x2 episodes of shooting pains in gluteal cleft which was very painful, since then has not had any sensation from lead and has return of symptoms. So patient was seen in clinic, impedance ok, checked voltages, most voltages altered. According to sensations felt, most increased, 1 lowered, 1 set the same. Plan to work through programming as the sensations were felt near battery in buttock or rectum. Patient tried two programs neither effective with symptom control. Patient offered a new active program and patient declined stating needs a little time to adjust to a new diagnosis of motor neuron disease (als) lower limb onset. Healthcare professional and patient wondered if new diagnosis can be a reason why the ins isn't effective for symptom control, or when patient is ready should trialing the installed programs be pursued and if not helpful after trialing, an xray to rule out lead displacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported the cause the sensation being felt near the battery in buttock and rectum was unknown. The patient sensation as the neurostimulator (ins) was reprogrammed. The patient was considered for a x-ray of lead positioning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The healthcare professional (hcp) reported they have seen this patient in clinic, troubleshooting recommendation to palpate the neurostimulator pocket when the neurostimulator was turned on and off was performed to check if the shocking sensation and the sensation near the battery could be provoked. The shocking was not felt by patient with the implantable device on (p1 active at 2.0) or off. Patient states with implantable device on since shocking event, no shocking felt after the one occasion was felt. The patient has been added to mdt to consider x-ray to rule out loose connection or lead migration, reprogramming if necessary based on results. After discussion with manufacturer representative (rep), to formulate a plan, the patient was in agreement to trial programming p1-7 including c+ programming. If no improvement after review, hcp will consider increasing the rate from 14hz to 31 or 35 hz which may increase efficacy, (if with higher rate patient felt this more intense, lower amplitude to where comfortable).